Event description:
It was reported that minute ventilation (mv) signal oversensing was observed on the right atrial (ra) lead channel. Within seconds of oversensing mv, the mv sensor was automatically disabled by the tachy detection algorithm. However, programming changes were discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.